Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during platforming for a rotational atherectomy procedure, a leak occurred. The physician was running a platform test on a 1.5 mm rotalink burr outside of the patient, the burr detached. The physician pulled a 1.25 rotalink plus pressurized the device to 120 and a gasket leak occurred. The procedure was completed with a different device. No patient complications were reported and the patient status is fine. However, the returned product analysis revealed a pinhole and the tubing was crushed.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: an attempt was made to wet test the device. Saline leaked approximately 24cm from the strain relief of the catheter sheath. A pin hole was noticed and the tubing was crushed. It was not possible to wet test the catheter device due to the saline leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states: "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". The most probable root cause is related to user issues as the damage found is consistent with over tightening of the hemostasis valve. (B)(4).